Manufacturer narrative:
Initial.

Event description:
It was reported that a patient awoke to a low glucose alert from an ilet device and treated the low with food and juice, after which they collapsed and were later found unresponsive by ems who documented a blood glucose of 30 mg/dl and administered oral glucose; a device problem or component involved could not be identified. Symptoms included hypoglycemia and loss of consciousness. Outcomes included serious injury/illness/impairment and an unexpected medical intervention because medication in the form of oral glucose was required. Investigation included communication with the patient and analysis of information provided by the user and ems. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.